Event description:
It was reported that during the implant procedure the lead did not track over the guidewire like "usual". Therefore, the physician removed the lead and asked for a new lead for implanting. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the guidewire insertion test result was passed the lead from tip throughout is-1 connector pin.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.